Event description:
It was reported that during a lap right upper pulmonary resection procedure, the surgeon used the device to precede the pulmonary artery. The jaw of the device could not be opened after firing. The surgeon had to change to open surgery and used a knife to cut the tissue to remove the device. The surgeon then changed to hand sewing to complete the procedure. The patient is fine now. As the patient had hepatitis, the sample was discarded. One device was discarded. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4)